Event description:
It was reported that inappropriate auto mode switching (ams) episodes were observed when p-waves are sensed, causing an increase in filtered atrial response interval (fari) . Programming changes were recommended but were not made. The patient condition was good after the event and is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.